Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the physician was extracting stones using a ncircle tipless stone extractor during a ureteroscopy and needed to laser more. The physician then took the extractor out of the patient and put up the laser fiber, then noticed the basket broke off in the patient's ureter. The broken piece was retrieved from the bladder using a grasper. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation / investigation. A visual inspection of the returned device was conducted. A review of the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. A visual examination noted the basket formation has been severed from the coil assembly and was returned separated from the device. The basket formation is asymmetrical. There are two wires that extend from the proximal end of the cannula; one measures 8 mm and the other measures 6 mm. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. The device was returned with the handle in the open position. There are no kinks noted in the basket sheath. The handle was disassembled. The support sheath and basket sheath are still adhered. The coil assembly was removed from the basket sheath and the distal end of the coil assembly is covered in dried blood. There are holes in the end of the coil assembly indicating where the basket wires had pulled out. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed without the complaint device lot number. As documented in the instructions for use (IFU), precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have the basket separated from the basket assembly. It appears the basket had been pulled off from the coil assembly. The 2 basket wires that run the length of the device were broken near the basket cannula. Devices are inspected for damage and functionality prior to packaging, including a pull test. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Evaluation / investigation. A visual inspection of the returned device was conducted. A review of the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. A visual examination noted the basket formation has been severed from the coil assembly and was returned separated from the device. The basket formation is asymmetrical. There are two wires that extend from the proximal end of the cannula; one measures 8 mm and the other measures 6 mm. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.8 cm in length. The device was returned with the handle in the open position. There are no kinks noted in the basket sheath. The handle was disassembled. The support sheath and basket sheath are still adhered. The coil assembly was removed from the basket sheath and the distal end of the coil assembly is covered in dried blood. There are holes in the end of the coil assembly indicating where the basket wires had pulled out. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed without the complaint device lot number. As documented in the instructions for use (IFU), precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have the basket separated from the basket assembly. It appears the basket had been pulled off from the coil assembly. The 2 basket wires that run the length of the device were broken near the basket cannula. Devices are inspected for damage and functionality prior to packaging, including a pull test. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.